Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Patient experienced ineffective therapy, one of the patients leads migrated and patients other lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.